Event description:
It was reported that a user on the ilet bionic pancreas ate a usual dinner of vegetable soup without announcing the meal because their glucose was 88 mg/dl; glucose subsequently rose to 113¿115 mg/dl, and the user was advised to rely on the corrective algorithm going forward. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, no alerts or alarms, and self-management with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and no component issue identified, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.